Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of hemorrhage and dissection are listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a greater than 8.5fr sheath and the tavi procedure was completed. Reportedly post procedure, during suture management, the knot of one of the sutures was pulled out with intima attached, a dissection (intima tear) had occurred. The hole could not be closed with the pre-close technique [remaining suture]. A proglide was inserted; however, bleeding could not be controlled. An 18fr non-abbott closure device was used to control the bleeding and ultimately achieve complete hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.